Event description:
Boston scientific received information that this pacemaker exhibited oversensing that led to pacing inhibition which resulted to asystole more than 2 seconds. It was reported that during the procedure, the physician was not able to burp the header for air bubbles. The physician was also very uncomfortable that the lead does not extend all the way to the end of the header. The patient was pacer dependent and the device was programmed to automatic gain control (agc). The device was then reprogrammed to fixed sensitivity so minimize the oversensing. It was reported that the asystole occurred when the patient sat up for the first time post changeout. Boston scientific technical services (ts) discussed that the stored episode looked like air bubbles when the patient started to ambulate. There were no other reports of noise and they will continue to monitor the patient. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.